Event description:
A caller reported a cartridge alarm 30 with their insulin pump, which did not adversely affect their blood glucose level. The issue was unrelated to the loading process and had occurred previously with the same pump. Technical support addressed the problem by arranging to replace the pump with a newer model featuring updated software. The customer was advised on the necessary steps to return the defective pump and prepare the replacement, including programming new settings and connecting their cgm. The customer acknowledged the instructions and will use current or mdi therapy to ensure continued insulin delivery.